Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "power cord is damaged" in which the power cord will not retract. A getinge field service engineer (fse) had evaluated the unit and replaced the power cord reel. The device passed all the functional and safety tests according to the factory specifications. There was no involvement of the patient. The defective components were received for further investigation.this part was received with a reported unit failure message of line cord will not retract. Performed visual inspection of this part received and found line cord cable was damaged.also, the failure analysis and testing dept. Verified line cord cable was not retracting properly. Retaining line cord assy, in the fat dept. As per procedure.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) power cord is damaged. There was no patient involvement reported.